Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be interrogated by a consult unit, which this pacemaker is supported by. This patient's heart rate was in the fifties, and no pacing spikes were observed on the electrogram (egm). Additional information was received that this pacemaker was explanted and replaced with a new pacemaker. A return request is being sent to the field. No additional adverse patient effects were reported.